Manufacturer narrative:
(B)(4). Date sent: 3/17/2026. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did device jam (not fire clips)? Did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? Did the clip not hold on the vessel or tissue once placed? Was the device on a vessel/artery when it would not open? If yes, how was the device removed? (Cut off, forced open) if the device was cut off, was there any damage to the vessel/tissue? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy, after 3 positions of the clips, it is observed that the applicator does not close properly. Immediate measures: "empty" verification of the closure of the clips an incomplete closure of the clips is observed. Change of applicator and reinforcement with new clips.

Manufacturer narrative:
(B)(4). Date sent: 4/8/2026. Additional information was requested and the following was obtained: have you identified the same issue for all devices involved? No. If not, please explain in detail what the problem was with the other devices. Is the device blocked (no clips triggered)? No. Has the device not inserted the clips (the clips do not fully advance into the jaws)? Yes 3 clips in place in patient. Did the device drop or eject the clips? No. Was there another problem with the release of the clip (laterally powered clips , malformed clips , scissor clips, etc.)) ? Improperly shaped clip. Didn¿t the clip hold onto the vessel or tissue once in place? If, but in doubt, this has been changed due to improper closure. Was the device placed on a vessel/artery when it did not open? No. Oif yes, how was the device removed? (Cut, forced open) oif the device was cut, was the vessel/tissue damaged? Is the current condition of the patient known? No. Did the event result in a consequence or change in the patient¿s postoperative care? No.